Event description:
As reported by the user facility: (B)(4), serial (B)(4) 1 item, reported (B)(6) 2012. Reports over infusion - running primary IV, set to run secondary of calcium gluconate and secondary free flowed, nurse closed clamp above upper y site on primary set and secondary continued to flow. Customer tried same set up on another pump (serial (B)(4)) with the same results, but did not have difficulty when changed all tubing. Primary ref (B)(4), lot # secondary set v1921, lot #unk. Sales rep attempted to duplicate and could not. There was no injury to the pt.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4). The actual pump involved in the reported incident was not returned for eval, however, the operational log for the involved pump was available for analysis. A review of the pump's log shows on (B)(6) 2012 at 9:35:56pm a standard (primary) infusion was started with a rate of 100.00ml/h. At 9:36:42pm, the infusion was stopped with a total volume infused of 1.27 ml or 99.2% of the expected volume. On (B)(6) 2012 at 9:37:40pm, a piggyback (secondary) infusion was started with a rate of 100 ml/h. At 9:38:14pm, the infusing rate was changed to 200 ml/h with a total volume infused of 0.95ml or 100.6% of the expected volume. At 9:38:43pm, the infusion was stopped with a total volume infused of 1.6 ml or 100.0% of the expected volume. At 9:38:48 pm, a tube change was requested ("tube_drive_open_reg", "tube_change_req"). At 9:44:19pm, the pump was unplugged ("mains operation; off") then at 9:46:42pm, the pump was power off ("operating condition;off"). The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If the actual pump involved is received or if add'l pertinent info becomes available, a f/u report will be filed.